Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that there was a hole in the hose, and the unit was power broken and had low revolutions per minute (rpm)s. The hole in hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. It was determined that the lock cylinder and pawl release were damaged which rendered unit power broken which was failure to follow the directions for use and running the device in the safe or load position, which is user error / abuse and possibly misuse. It was determined that there were worn bearings and vanes which caused low rpms due normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. The actual device has been returned and is currently pending evaluation. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device had a hole in the hose, had low rotations per minute(rpm's) and was powerbroken. The event was not related to a surgical procedure. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.